Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces."

Event description:
It was reported that patient underwent initial total hip arthroplasty on (B)(6) 2010. Subsequently, patient was revised on (B)(6) 2015 due to patient allegations of pain and elevated metal ion levels. The modular head and taper adapter were removed and replaced, and an active articulation liner was implanted.